Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the metal from the stapler fell into the patient cavity. There was no patient injury.